Event description:
It was reported that patient presented in clinic. It was noted that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. Patient had no consequences.